Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump would go into threshold suspend on multiple nights. The customer stated that the sensor was reading 55mg/dl, but blood glucose value was 192 mg/dl. Most recent sensor glucose was 72mg/dl. The customer was advised to turn the sensor off and turn it back on in the morning and calibrate when blood glucose is stable. Troubleshooting was declined. The sensor will not be returned for analysis.